Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician's tablet was unable to communicate with a patient's generator. Through troubleshooting, he confirmed that the issue was with the serial cable. The patient was not affected as another system was able to be used. A replacement serial cable was sent and the non-functioning cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.